Event description:
Caller alleged discrepant results compared with the lab. Results as follows: patient: 1; inratio: 4.1; lab: 3.x. Patient: 2; inratio: 1.0; lab: 2.6.

Manufacturer narrative:
Investigation pending.